Manufacturer narrative:
Approximate age of the device from the product ship date is 4 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient experienced red hazard alarms (pump off), multiple low voltage advisory alarms, and replace system controller and system controller cell low alarms. The patient remained asymptomatic. The log files were submitted to the manufacturer's technical support representative for review and revealed 4 instances where the speed dropped below the low speed limit both while the lvad system was supported on battery power and the power module patient cable. One of the speed drops resulted in a pump stoppage. On 06/06/2016, the manufacturer's technical support representative performed an onsite percutaneous lead evaluation. Based on the x-rays taken, there were no obvious areas of concern on the percutaneous lead however there was a suspected area of damage on the white power lead of the epc system controller. A continuity test did not reveal any broken wires. Based on the abnormal voltage readings in the log file, the epc system controller was switched to a pocket system controller. No further issues were reported.

Manufacturer narrative:
The report of pump speed interruptions accompanied by atypical red hazard alarms and low voltage advisory alarms was confirmed based on the evaluation of the log file. The log file retrieved from the returned system controller, serial number (B)(4), contained several different time frames. The first time frame contained approximately 7 days, 9 hours and 2 minutes where power cable disconnected alarms were recorded followed by a complete loss of pump power. After power was restored the system operated for approximately 10 hours and 4 minutes, and there was another power interruption recorded. After power was restored, the system operated for 1 hour and 47 minutes before the next recorded power interruption. The remaining data revealed that the pump was disconnected followed by three more power reset events. The pump was reconnected and the system operated for approximately one day with no atypical events captured. Several of these power loss events occurred while the patient was on battery power, where the pump power was lost simultaneously on both 14 volt lithium-ion batteries and the voltage ranges captured indicated that a power exchange could have been associated with these events. The system controller was functionally tested using our laboratory equipment and was found to function as intended, even when the power leads were manipulated. The white and black power leads were independently disconnected, and the system continued to operate properly. All internal wires were measured during analysis and no issues were observed. In conclusion, the investigation was unable to determine what caused the atypical events recorded in the log file based on the evaluation of the returned system controller. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.